Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for evaluation. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
Following an intraocular lens (iol) implant surgery a surgeon reported a patient was unhappy with the refractive outcome. The lens was explanted and exchanged for a different model. The device was not returned for evaluation. There are two manufacturer reports associated with these events. This report is for the fellow eye.